Event description:
It was reported that a user placed a new dexcom g7 continuous glucose monitor (cgm) sensor and experienced prolonged absence of glucose readings on the ilet bionic pancreas while readings were present on the dexcom app, consistent with intermittent communication failure and signal loss to the ilet only. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. User support included troubleshooting and education, including a toggle workflow, re-entering the sensor code, and pairing the sensor, after which the sensor connected and glucose readings appeared on the ilet. Investigation of this case revealed an interoperability problem between the cgm and the ilet, consistent with intermittent communication failure and involving the device¿s electrical and magnetic subsystem and the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.